Event description:
It was reported that during the endoscopic transnasal pituitary adenoma resection procedure, the tip of the burr fractured inside the tube of the product. No broken fragments were retained in the patient's body. Thus, there were no special interventions or delay in the procedure as a result of this event. The procedure was completed using the backup product. At the time of report, there was no patient or staff impact.

Manufacturer narrative:
H3: conclusion cannot be drawn because the device was not returned to medtronic for evaluation and discarded by the customer. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.